Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information the inflatable penile prosthesis was removed/replaced on (B)(6) 2020 due to infection. Additional information received indicated infection ¿ puss in scrotum. No culture results. A touch pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection quality accepts the physician¿s observations as to the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A touch pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations as to the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. Mechanical evaluation would not confirm or refute the reported patient complications.

Event description:
According to the available information, an infection occurred. There was pus in the scrotum. No culture results were available. The device was replaced.